Manufacturer narrative:
B5 - describe event or problem updated. H6 - health effect - clinical code updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there were no changes to patient condition or anticoagulation status that may have contributed. International normalized ratio (inr) was within normal limits. An echocardiogram was done same day. Results were the same as last year results. Septum was at midline. All labs were at baseline. Urine was clear yellow. There were no symptoms of thrombus observed. The inr goal increased from 2 to 3. The issue was resolved, and the patient was talking to family about a pump exchange.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had high flows and pulsatility index (pi). They noticed this on (B)(6) 2025, but there were no alarms. On (B)(6) 2025, the patient stated the events had resolved. The events reoccurred later that day. The patient's numbers eventually went back to normal again. Log files were sent for review. There were no unusual events recorded in the log file event history. The site had reported suspect of ingestion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombus could not be confirmed through this evaluation as no diagnostic images were provided, and the patient remains ongoing on (B)(6) . Review of the submitted log file confirmed the reported elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained events from 25aug2025 through 03sep2025, per the timestamps. Pump power and flow became elevated on 30aug2025 at 00:17:11 and remained elevated until 01sep2025 at 15:28:46, when the values returned to baseline. The log file also captured several transient increases of power and flow on 02sep2025. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6, "patient care and management" (under "pump performance monitoring"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.